Event description:
It was reported that the ilet user experienced high glucose readings after eating ice cream without announcing the meal. The user recognized the missed meal announcement and allowed automated corrections, with glucose trending down later. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to an improper or incorrect method, and involvement of the user interface in the context of meal announcement workflow. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.